Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance and failure to capture. Lead fracture was suspected to be the cause of the observations. A new lead was successfully implanted. No additional adverse patient effects were reported.